Event description:
It was reported that during a pph procedure, the device fired malformed staples. There was some bleeding, could not quantify. There was no report of blood products administered. The case was completed with sutures. There was no pt consequence.